Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were extremely tortuous. It was reported that the stent graft was bent because of the tortuous anatomy and caused some flow restriction. An aneurx iliac limb extension was required to be placed within the talent bifurcated stent graft due to narrowing seen on CT scan during follow-up; however, there was no clinical significance and the patient is fine.

Manufacturer narrative:
Required secondary intervention - narrowing in the stent graft. Evaluation: results: tortuous vessels. Conclusion: tortuous vessels.